Manufacturer narrative:
Patient initials ¿ (B)(6). Patient weight not available for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hallux mp fusion on (B)(6) 2012 and reportedly progressed very well. Post-operatively, the patient complained of pain. It was reported that the patient had one (1) broken plate and one (1) broken screw. The patient was revised on (B)(6) 2016 with a 5 degree hallus mp plate out of the variable angle foot set. All initially implanted hardware was removed (one [1] plate and six [6] screws). There were reportedly no fragments or surgical delay. The procedure was successfully completed and the patient was reported as doing very well. Concomitant devices reported: five unknown screws this is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was additionally reported that the patient developed a non-union at the time the broken plate and broken screw were noted.